Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 574 mg/dl. The customer¿s current blood glucose was 152 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s previously experienced blood glucose of 443 mg/dl and went down to 80 mg/dl. The customer was treated with insulin drip. Customer stated that there was no alarm to the fact that she was out of insulin. Customer did not allege pump and was under delivering. Customer was advised to discontinue use of the pump and revert to backup plan. Customer declined to troubleshoot. Insulin pump will be returned for analysis.